Event description:
It was reported that a 46-year-old asian female patient underwent a breast surgery with implantation of 350cc mentor siltex round moderate profile saline breast implant prostheses. Post-operatively, the patient was diagnosed with a deflated left breast implant during an in-office visit with a medical professional. As a result, the patient underwent bilateral removal and replacement with 545cc mentor memorygel breast implants on (B)(6) 2022. Two devices returned for evaluation. Both of which had the same lot number and no identifying side designations. As such, both devices were inspected, and both discovered to have damage. Since both devices were damaged, this file was created to document the event. This device will be referred to as device b. Mentor became aware that a discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates reached out for further information, yet multiple attempts were unsuccessful. If new information becomes available, mentor will submit a supplemental report. Refer to manufacturing report number 1645337-2022-08645 for the contralateral event.

Manufacturer narrative:
Mentor then conducted a visual inspection and microscopic examination of the returned device. The following evaluation is for device b. Visual analysis of the returned sample determined that a tear (a) was found on the anterior view, measuring approximately 0.4 cm, additionally, a second tear (b) was found in the posterior view measuring approximately 0.6 cm within siltex cracking. Microscopic examination was performed on the edges of the tear (a), and parallel striations were found in the whole area of the rupture. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the tear (a) indicates that the implant could have been damaged during or after implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. The evaluation determined that the cause of the tear (b) is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).